Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements. Technical services (ts) advised pacing impedances measurements have stayed high out of range. Ts advised multiple inappropriate atrial tachy response episodes had been stored due to oversensing noise. Additional information has been requested but not provided at this time. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements. Technical services (ts) advised pacing impedances measurements have stayed high out of range. Ts advised multiple inappropriate atrial tachy response episodes had been stored due to oversensing noise. Additional information provided reprogramming has been completed. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.